Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Event description:
The customer reported during startup on this avea ventilator the ventilator displayed and alarmed extended high peak pressure which did not reset. The customer stated that this unit was not on a patient.